Manufacturer narrative:
Continuation of concomitant products: product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3776-45, serial/lot #: (B)(4), ubd: 03-sep-2012, UDI#: (B)(4); product ID: 3776-60, serial/lot #: (B)(4), ubd: 27-feb-2012, UDI#: (B)(4); product ID: 3776-60, serial/lot #: (B)(4), ubd: 27-feb-2012, UDI#: (B)(4). This is a continuation of the issues previously reported in mfg report xxx-xxx and mfg report xxx-xxx. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the case went well for the patient. The rep reported that the patient had two systems. The rep reported that an impedance test was done with the cervical system and all electrodes were within range. The rep reported that an impedance test was done with the thoracic system prior to replacement and it indicated that electrodes 11 and 12 were out of range and this didn¿t change after the ins was replaced. The rep reprogrammed the patient post-operatively and improved coverage with both systems, thoracic and cervical. The patient was very happy with the results. Additional information was received from a manufacturer¿s representative (rep). The rep reported that they met with the patient for his post-operative appointment. The patient was doing pretty well but wanted some reprogramming done. The rep reported that they reprogrammed for improved coverage on both systems. The rep reported that the patient was currently using group b for his thoracic system at 0-4+, pulse width 300, 50 rate. The rep improved coverage of the lower back with less stimulation in the legs. The rep reported that an impedance test indicated that electrodes 11, 13, 14, 5 and 6 were out of range. The rep reported that the patient was using group b for his cervical system at 1-3+4+, pulse width 200, rate 90. The rep reported that an impedance test indicated that electrode 0 was out of range. The rep provided coverage of the patient¿s left shoulder and neck. There was some component of arm stimulation that was unavoidable. The rep reported that the sensor was activated and adjusted for both systems. The rep enabled rate for the patient because he would like to try high density. The patient was very happy with the results and would contact the rep if he had additional questions or needed support. No further complications were reported.